Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead 2005 (B)(6); 4555 competitor implantable pacing lead 2008 (B)(6).

Event description:
It was reported that the chronic right atrial (ra) lead had been exhibiting high thresholds. A new ra lead was attempted but could not be implanted due to there already being three leads in the vein. The chronic ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ra lead exhibited a chronic rise in impedance into a high range. Thresholds had also gradually increased and non-capture had been observed. The lead was capped and replaced with no patient complications.